Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/18/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: was the needle retrieved during the same procedure? Yes. The following information was requested but unavailable: was there any patient consequences? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? How long was the delay? Was there any additional tissue damage as a result of searching for the needle piece?

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 03/04/2021. H6 component code: g07002 device not returned. Additional information: h6, h4, d4. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts are being made to receive a device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any patient consequences? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? How long was the delay? Was there any additional tissue damage as a result of searching for the needle piece? Was the needle retrieved during the same procedure? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent an intradermal suture of perineum procedure on (B)(6) 2020 and the suture was used. It was reported that the needle broke at the time of pulling out the needle after piercing it into tissue for the first stitch in the surgery. 2mm of needle tip remained in the patient's subcutaneous tissue to muscular layer. The needle tip was located by x-ray and was removed from the patient. Another like suture was used to complete the procedure. Additional information has been requested.